Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during prostatectomy, surgeon experienced issues with the loading or firing of the clips. The surgeon took another clip applier to resolve the issue. There was no patient injury.